Event description:
The customer reported cardioversion failed while powered by battery but was successful when powered by ac.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint remains under investigation. A follow-up report will be submitted upon completion of the investigation.